Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusions set fell off during use events on 26-apr-2024. The first infusion set was in use for 3 days and patient was doing physical activity or was sweating, swimming or taking a bath when it fell off. The blood glucose level at the time of first event was 150 mg/dl and patient resolved it by replacing infusion set and resumed insulin successfully. Patient treated the second by multiple daily injection (mdi) for insulin. No further information available.

Manufacturer narrative:
(B)(4) - device 1 of 2. E1: patient city: (B)(6).